Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged, and exhibited loss of capture (loc) due to high pacing threshold. The lead was explanted and replaced. No additional adverse patient effects were reported.